Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 342-343 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.